Manufacturer narrative:
Analysis description: final analysis found full breach insulation degradation noted at 4.4 cm from connector pin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator changeout procedure, the ventricular lead exhibited an insulation anomaly. The lead was capped and replaced. The patient was stable post procedure.